Event description:
A caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The patient declined to further troubleshoot the issue, and no further action was required, so the case was closed.